Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There is moderate amount of adhesion tackiness observed on the pad upon receipt. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported that on 11/13, she applied a v-go to the back of her arm and it came off after 12 hours which woke her up in the middle of the night.